Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure the device failed to cross the lesion and popping. The procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. There was a pinhole located just distal to the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure the device failed to cross the lesion and popping. The procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.